Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. The on-site technician did not provide any further information other than the device was repaired. Due to the device not being returned, no further testing could be performed. Therefore, the cause of the condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an ak 96 machine experienced a reverse ultrafiltration event (no further details provided). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) . Should additional relevant information become available, a supplemental report will be submitted.